Event description:
During a remote follow up, post-paced t-wave oversensing was observed. No intervention was performed, the device remains implanted and will continue to be monitored. The patient was stable.